Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensory system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked case at the display window corner, battery tube threads, and minor scratches on the display window.

Event description:
Customer's mother reported via phone, the insulin pump had alarmed compromised force sensor system. She didn't know the customer's blood glucose level at the time of the alarm. Troubleshooting was performed. The device was not dropped or bumped prior to the alarm occurring. Customer's mother reported the drive support cap was sticking out and doesn't recall if the customer pushed it in while connected. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.